Event description:
It was reported that the 9800 system displayed mixed images on the image directory. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reviewed log files from the system. Flashed ram, removed objects and formatted hdd. Reloaded version 29 software. The system was tested and found to be working as intended and placed back into service.